Manufacturer narrative:
(B)(4). The technical support engineer (tse) troubleshot the issue with the customer over the phone. The customer was advised to replace the graphic user interface (gui) printed circuit board (pcb). Covidien, now medtronic was not authorized to service the ventilator.

Manufacturer narrative:
(B)(4). The evaluation and repair of the device is yet to be completed.

Event description:
Report received that an 840 ventilator had a blank screen. The ventilator was not on a patient at the time of the event.